Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, lead dislodgement was noted. During an attempt to reposition the lead, the helix would no longer retract. The lead was explanted and replaced and the patient was in stable condition.